Event description:
It was reported that interrogation of this implantable cardioverter defibrillator (ICD) found approximately six shocks delivered for what appeared to be atrial fibrillation (af) with rapid ventricular response, where therapy was exhausted and not able to convert the atrial driven tachycardia. This is a single chamber device and the physician was initially concerned that this was ventricular tachycardia (vt) and should have received anti-tachycardia pacing (atp) when the rate slowed, however review determined that patient rate sped up to the treatment zone and the re-detected back into a lower zone and never got the last shock before exhausting therapy. The device remains in-service. No adverse patient effects were reported.